Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on force sensor resistor. Prime test, occlusion test, and excessive no delivery test were not performed due to motor error alarms. The motor was tested outside the device and it passed. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, and minor scratches on the lcd window.